Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01255. The same pt is represented in each medwatch.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2010 and suture was used to close the sternum. The needle tip broke and the surgeon was unable to pass the needle through the sternum. The needle pieces were removed from the patient during the same procedure. There were no adverse patient consequences reported.